Event description:
It was reported that during a procedure of the moderately calcified, mid circumflex artery 90% stenosed lesion, the trek balloon was advanced for predilatation and during the first inflation the balloon ruptured and dye could be visualized under fluoroscopy. There was no reported adverse patient effect. The device was removed without incident. There was no clinically significant delay in the procedure due to the device issue. A 3.5 mm x 16 mm non-abbott stent was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek balloon dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole located in the middle of the balloon. Additionally, there was a radial scratch extending from the pinhole and two radial scratches adjacent to the pinhole, suggesting that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately calcified and 95% stenosed, which likely contributed to the reported rupture. The balloon material likely became damaged (scratched) and weakened from interactions with other devices and/or the calcified lesion, such that it ruptured upon the inflation attempt. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. There was also a bend noted in the bayonet portion of the hypotube and a kink in the distal shaft. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.